Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided by the physician, the reported dislodgement that required reintervention could possibly be related to patient anatomy. The procedure was successfully completed with no adverse patient effects reported. The patient initials and weight were unable to be obtained. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged upon deployment from the delivery catheter system (dcs). Per the physician, tension was applied to the lesser curvature of the dcs due to a small left external iliac artery which caused anterograde pressure on the valve and led to the dislodgement. A second valve was successfully implanted valve-in-valve. No adverse patient effects were reported. The product will not be returned.